Manufacturer narrative:
The UDI for the devices is unavailable as the lot/serial numbers were not provided. A review of the manufacturing records for the explanted gore® excluder® aaa endoprostheses could not be performed as the lot/serial numbers were not provided. Code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to surgical conversion.

Event description:
An article in the journal of new england society for vascular surgery, pages 1-6, march 16, 2018, (strategies and outcomes for aortic endograft explantation¿), failure of endovascular aneurysm repairs (evars) requiring open conversion remains a major challenge. Authors analyzed indications for repair, operative strategies, and outcomes with a focus on iliac artery degeneration after endograft removal. A prospective, institutional database was reviewed to identify patients who underwent explantation of a failed evar device. There were 32 patients who underwent explantation from 2002 to 2017. Six patients were treated emergently for rupture. The majority were elderly who had their evar graft inserted 45.5 month (range, 0.3 ¿ 86 months) before open conversion. There were nine excluder grafts explanted (w.l. Gore & associates, flagstaff, az). The other explanted grafts were from various other manufacturers. Additional information regarding the cause and specific treatment performed during these reinterventions was not indicated.